Event description:
A consumer reported following an intraocular lens implant procedure, she was experiencing huge starburst and halos, she can't drive at night anymore. Consumer discussed with her surgeon and her surgeon advised to replace the iol with another brand. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).